Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's pocket site was open and draining clear serous fluid. The patient was admitted to the hospital. The patient underwent a revision procedure wherein the physician cleaned out the pocket site and closed it. The patient was doing well post operatively and was discharged from the hospital.